Event description:
The knee was unstable. Removed the insert and placed a new ps insert 10mm bigger. Patient came in with questions of unstable.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Manufacturer narrative:
A review of the device history records could not be performed because the device associated with this event was not returned nor was a valid lot code provided. A review of the complaint databases could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The knee was unstable. Removed the insert and placed a new ps insert 10mm bigger. Patient came in with questions of unstable.